Event description:
A medtronic representative reported an alleged navigational inaccuracy of approximately 2cm during a cranial tumor resection in mach cranial 5.2.5. Once the tumor was exposed, the surgeon reported the inaccuracy. The resident had completed a successful tracer registration with the pt position supine with head turned. The surgeon said the registration and localization of anatomical landmarks looked good prior to draping. He did not know if the vertek arm had shifted. The procedure continued, and there was no alteration to the surgical procedure. The surgeon completed the resection with no further issues. There was no harm to the pt outcome reported.

Manufacturer narrative:
The reporting medtronic representative reminded the surgeon of the accuracy checkpoint feature for use in future case. The system's case archive has been received by the manufacturer; evaluation results are pending.